Event description:
It was reported that there were two shock episodes which took a long time for therapy to be provided. Both episodes took greater than thirty seconds before therapy was successfully provided by the device. Technical services reviewed the electrograms. The long time to therapy was caused by undersensing of varying amplitude intrinsics, oversensing of noise, and the starting/stopping intermittently of the arrhythmia. The sensing vector was set to the secondary sensing vector. Technical services recommended some programming options. There were no additional adverse patient effects. The system remains implanted.